Event description:
Healthcare professional reported "ruptured at the patch". This record is for the unknown side. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured at the patch". This record is for the unknown side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, g4, h4, h.6, h11. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Affected side is right.

Event description:
Healthcare professional reported "ruptured at the patch". This record is for the unknown side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening and observed delamination of the patch and through microscopic inspection assessed as adhesive failure. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, wear abrasion, broken suture tabs and missing of the suture tabs are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "ruptured at the patch". This record is for the unknown side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3.